Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a black screen and triggered alarms, with no display at all. There was no patient involvement, no patient injury was reported.